Event description:
(B)(4). I had the essure placement done in 2011, within 24 hours I was hospitalized for an infection throughout my body, caused by the procedure. Almost a year later I started bleeding almost every day, massive amounts of blood! Went to the dr. And was told I had fibroid tumors and had to have a hysterectomy! I truly believe the essure was the cause of this, this has caused alot of emotional and at the time, marital problems and to this day, I still have stomach and bladder issues...